Event description:
According to the available information, this case concerns a 75 year-old female patient who had spinal stenosis and a herniated disc and with a medical history of hypotonic and incompetent anal sphincter and lack of rectal sensitivity. Due to faecal incontinence and constipation, tai with peristeen (regular catheter) was after training successfully initiated 9 january 2024 with 300-400 ml of water for every second day. On (B)(6) 2024, the patient performed a tai procedure with normal/eventless insertion of the catheter, 2 pump of the balloon and instillation of around 300-400 ml of water as usually. Before bowel emptying and within minutes the patient experienced a progressively increasing severe abdominal pain and was admitted to hospital after 2 hours. Following the incident, the patient required a hospital stay of 24 days. A computed tomography (CT) scan revealed a perforation located within the rectovaginal pouch (the extension of peritoneum between the posterior wall of uterus and the rectum). During laparoscopic surgery, a hematoma was discovered in the pouch and subsequently drained, after which a loop colostomy was placed in the sigmoid colon. With the information available, the causality between the irrigation procedure and the perforation is assessed to be certain.